Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site (date not reported) and subsequently the patient underwent revision surgery under general anesthesia on (B)(6) 2023.